Manufacturer narrative:
The spectrum autopass suture passer was received for an evaluation. A visual inspection was performed by the r&d engineer and the complaint was verified; the lower jaw is broken. A 2-year review of complaint history shows a total of 11 similar complaints related to this product. During this same time frame there have been 6 adverse event reports for this device. The suture passer is a reusable device that is cleaned and sterilized between uses. At the time of this complaint report, this device was 2 years and 1 months of age. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects resulting from this type of incident. The spectrum® autopass suture passer is a manual device intended to pass #2 suture material through soft tissue in arthroscopic procedures. The device is reusable, sold non-sterile. The suture passer consists of a cannulated shaft attached to a handle containing the device's controls. The shaft contains jaws at the distal end for grasping and manipulating tissue, and a suture capture mechanism. The device's controls consist of two levers, one to actuate the jaws and one to control needle deployment and suture retrieval mechanism. The suture passer is designed to be used with a 5.5mm or larger cannula. The instructions for use (IFU) provides the following contraindications, warnings and precautions: contraindications: pathological conditions in the soft tissue to be repaired or reconstructed which would adversely affect suture fixation. Device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean suture passer properly after each use. Instruments should be stored in the shoulder restoration system tray to protect the features. If used arthroscopically, do not use the suture passer through a cannula less than 5.5mm in diameter.

Manufacturer narrative:
The product has not yet been returned for evaluation. When the device is returned, conmed will perform an evaluation and upon completion will file a supplemental medwatch report.

Event description:
The distributor in (B)(6) reported during rotator cuff repair surgery while the doctor was using the spectrum autopass suture passer, the lower jaw broke off and fell into the surgical site. The piece was removed without difficulty and the surgery completed with a 10-minute delay reported. There was no patient injury with this event. This report is filed on the basis of potential for patient injury with recurrence.